Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of no image being produced could not be identified. However, it¿s likely the cause is related to dirt or a foreign material adhering to the contact of the output connector or the contact terminal of the scope side. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been received to date. The customer called the olympus technical assistance center (tac) support to troubleshoot. Tac advised the customer to do the following: in the future not to hot swap scopes, power down to remove and install scopes in light source. Also, error must be cleared before trying an additional scope or it will appear additional scope has same error. Foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts of scope. And to: wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source. Verified the endoscope connector on light source is clean and free of debris. Error re-occurred. Tac called the customer regarding the issue with this device, customer said that the issue was resolved. It was a connection problem, and they were able to reconnect after some cleaning and re-starting the device. The device is working properly. Device will not be returned for repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus during preparation for use, a b30 (scope communication error) occurred on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.